Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was misfiring and double feeding clips. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Ratchet pawl damage the analysis results found that the el5ml device was received in good visual condition with a clip partially fed into the jaws. The clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer was noted broken causing that the remaining clips did not fully advance into the jaws. In addition, the antibackup and lockout were found non-functional. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found damaged causing the antibackup and lockout failure. The damage to the ratchet pawl suggests that the trigger was forced open once the anti-backup was engaged. One possible cause for the advancer condition found is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in feeding issues and/or clip malformation . The device jaws should be fully open and parallel upon initiating the firing of the device. A batch/lot record review was performed and the batch met all final acceptance criteria.